Event description:
Pt was on PICC line w/tpn for nourishment -npo my mouth- after pancreatitis attack in 2007. PICC started approx the following month, due to inability to eat. Daily flush with heparin and saline, continue nausea and vomiting, chronic ab pain began, as well as low blood pressure with recurring infections. Rehospitalized, changed to central line. After 2 weeks in hosp clearing infection, went home, only to become very short of breath by 2nd day. Lines continued to stop up, ie more flushing with heparin and returned to hospital with septic shock and blood pressure bottoming out. Pt was intubated on life support and stayed in the hospital for 45 or more days. All PICC and other flush lines were removed. After much therapy, pt is at home and recovering. Dose or amount: daily/as needed to clear line, frequency: daily--PICC/central; dose or amount: daily/flush as needed to chan, frequency: daily -- PICC/central. Dates of use: 2007. Diagnosis or reason for use: clear/main. PICC & central lines to tpn nourishment. Event abated after use stopped or dose reduced: yes.